Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The procedure was completed as planned with no delays. A chest x-ray was performed after the procedure and a pneumothorax was identified; a chest tube was placed to resolve it. The pneumothorax resolved and the chest tube was removed, then the patient was subsequently discharged home. There were no other complications reported. The physician reported that the pneumothorax was not ion related. There was no device malfunction associated with the event. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .